Event description:
Customer reported she was hospitalized for high blood glucose was 400 mg/dl. She was vomiting heavily. Customer was not wearing the device at the time of hospitalization customer was off two or three days. Customer stated the insulin pump had been alarming no delivery and alarms no delivery no matter where she insert her site, tried thigh and alarm still occurred. Customer has tried different cannula lengths. Rotates site and avoids scars. Cannulas tend to be bent and smashed where the needle goes in. Customer tired of sticking three to four time to find a good site. Customer was advised to try other infusion set and talk to doctor. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The device passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. No unexpected batt out limit alarms noted.